Event description:
Literature reference: ahlawat sk, et al. "Day-to-day variability in acid reflux patterns using the bravo ph monitoring system". J clin gastroenterol 2006; 40(1): 20-24. Article attached to manufacturer report: 2950887-2008-02326. The article discusses ninety pts who underwent ph capsule placement from october 2002 to august 2003 at a tertiary care hospital for persistent reflux symptoms. One pt reported significant chest pain following placement of the capsule. The pt had an upper endoscopy to remove the capsule the day after placement of the capsule.

Manufacturer narrative:
This report is being submitted following an internal audit.